Event description:
The doctor suspected infection so he performed an I&d and swapped out the poly and head.

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 40mm/+8, cat# 6260-9-340, lot# mmet86; primary tritanium hemi cluster hole cup 60mm, cat# 502-03-60f, lot# mmlw4a; size 10 accolade ii 127 deg, cat# 6721-1040, lot# 42289602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident 0 deg insert 40mm was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
The doctor suspected infection so he performed an I&d and swapped out the poly and head.